Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient was hospitalized due to peritonitis. No additional information was provided during the initial reporting. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room (ER) on (B)(6) 2024 with complaints of abdominal pain, abdominal cramping, and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 9,278 u/l, polymorph cells = 97%) were collected, and the patient was diagnosed with peritonitis. The patient was admitted and treated with intraperitoneal (ip) ceftriaxone 1000 mg daily, oral levofloxacin 250 mg every 48 hours, and oral fluconazole 100 mg daily for 18 days. The patient¿s preliminary peritoneal effluent culture result returned positive for klebsiella oxytoca and enterobacter cloacae on (B)(6) 2024, and the patient¿s antibiotics were continued. The pdrn attributed causality to a poorly tightened end cap which became dislodged and leaked fluid. The patient wrapped the pd catheter (not a fresenius product) with non-occlusive paper tape which was saturated upon their arrival to the ER. The patient was discharged on (B)(6) 2024 in stable condition and is recovering from the serious adverse events. The patient reportedly continued to undergo continuous cyclic pd (ccpd) therapy while hospitalized, and resumed ccpd at home following discharge utilizing the same liberty select cycler. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.